Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump was able to be charged with a different wall adapter and different wall outlet. In addition, the battery gauge was incorrectly displayed. The customer¿s blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.